Event description:
G-tube implanted. At 12:00 midnight, it was discovered to be deflated and was refilled. At 10:00 am it was refilled again by physician and was determined to be leaking. The g-tube was explanted and replaced with a nasogastric tube. The pt developed peritonitis. The specific tube in question was not saved for evaluation, so hosp does not have a confirmation that the product listed is the exact product used.